Event description:
It was reported that device flickers when placed in docking station. No error messages or alarms reported. There is no pt info available.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow up report will be submitted.